Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device. The customer didn¿t accept the service quote provided, so no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a blower stalled alarm message. There was no patient involvement at the time the issue was discovered. The device was removed from service. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. During device setup, the unit shows blower stalled alarm message on screen. A biomedical engineer confirmed that there is no output from the blower and requested a quote for onsite service. The rse dispatched a field service engineer to the site for repair.